Manufacturer narrative:
The hospital's biomed was instructed by a zoll service engineer to replace the display battery to address the observed error message. No further service was required to be performed by zoll.

Event description:
During ivtm setup, customer reported that the thermogard ivtm system (serial (B)(4)) displayed m ID:26 (low battery). Another thermogard system was used to complete the ivtm treatment. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.